Event description:
It was reported that the customer was hospitalized due to high blood glucose of 481mg/dl. It was stated that the customer was in a concert the night before and she ran out of insulin. Troubleshooting was performed. Ran a self test and the test passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.